Event description:
It was reported that intermittently multiple malfunction alarms (alarm 5) occurred. Customer reset pump to address alarms. Customer could not clear current alarm. Customer's blood glucose was 100-200 mg/dl. Customer reverted to using manual injections for insulin therapy.